Event description:
The external pulse generator (epg) was disassembled by a technician at the user facility. There was no explanation as to why the epg was disassembled. The device was returned for reassembly/repair. It subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed that the device was disassembled. Analysis also found that the battery contacts were compressed. The upper/lower case was contaminated and the upper case was broken. The ring cover and one side bail were broken. The ring was bent and the keyboard had cosmetic damage. The display and encoder flex were out of specification and there was evidence that they had been tampered with.